Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a misalignment of the touch position on the v60 ventilator touchscreen. The issue was identified during preventative maintenance (pm) service evaluation. The device was not in clinical use. There was harm. There was no patient/user impact because of this issue. The device did not meet specification for intended use and remained out of service. The pse confirmed the issue through pm evaluation checks and reported the issue was not resolved with touchscreen calibration. The pse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician was unable to confirm the customer allegation of misalignment of the touchscreen. The pil technician reported the touchscreen passed resistance verification testing. The analysis concluded with a finding of no problem found.